Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review of lot 17812096 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.

Event description:
As reported, a fracture was noted on the outer sheath during deployment of the 13mmx14cm iliac limb. Additionally, there was resistance/friction noted during pullback, and the surgery was completed by expanding the surgical incision to remove the sds from the patient. The device was stored, handled, inspected, and prepped according to the instructions for use (IFU). The device prepped normally and there was nothing unusual noted about the device prior to use. There was no damage to the device noticed after opening the package. There were no delivery problems however, the device was bent. There was no associated device migration. The delivery handle and delivery system shaft were parallel with the patient¿s leg during deployment. The device did not pass through any acute bends. There was no difficulty or resistance encountered while advancing/tracking the device towards the aneurysm. There was no unusual force used to advance the device at any time during the procedure. The device did not kink or bend at any time. The device was not torqued while advancing through the sheath or towards the aneurysm. The handle body was not rotated at any time prior to deployment. There was no unusual force applied during deployment of the device. The procedure was successfully completed without patient injury per the sales rep.

Manufacturer narrative:
After further review of additional information have been updated accordingly. Description of event: as reported, a fracture was noted on the outer sheath during deployment of the 13mmx14cm iliac limb, and there was a separated condition of the outer sheath when inserting the product into the patient. Additionally, there was resistance/friction noted during pullback, and the surgery was completed by expanding the surgical incision to remove the sds from the patient. The device was stored, handled, inspected, and prepped according to the instructions for use (IFU). The device prepped normally and there was nothing unusual noted about the device prior to use. There was no damage to the device noticed after opening the package. There were no delivery problems however, the device was bent. There was no associated device migration. The delivery handle and delivery system shaft were parallel with the patient¿s leg during deployment. The device did not pass through any acute bends. There was no difficulty or resistance encountered while advancing/tracking the device towards the aneurysm. There was no unusual force used to advance the device at any time during the procedure. The device did not kink or bend at any time. The device was not torqued while advancing through the sheath or towards the aneurysm. The handle body was not rotated at any time prior to deployment. There was no unusual force applied during deployment of the device. The procedure was successfully completed without patient injury. H6 evaluation codes: based on additional information received, the following codes have been added: 2907 'detachment of device or device component', 3037 'cannula guide', 3038 'catheter', and 1528 'difficult to remove.' A fracture was noted on the outer sheath during deployment of the 13mmx14cm iliac limb, and there was a separated condition of the outer sheath when inserting the product into the patient. Additionally, there was resistance/friction noted during pullback, and the surgery was completed by expanding the surgical incision to remove the sds (stent graft delivery system) from the patient. The procedure was successfully completed without patient injury. The device was stored, handled, inspected, and prepped according to the instructions for use (IFU). The device prepped normally and there was nothing unusual noted about the device prior to use. There was no damage to the device noticed after opening the package. There were no delivery problems however, the device was bent. There was no associated device migration. The delivery handle and delivery system shaft were parallel with the patient¿s leg during deployment. The device did not pass through any acute bends. There was no difficulty or resistance encountered while advancing/tracking the device towards the aneurysm. There was no unusual force used to advance the device at any time during the procedure. The device did not kink or bend at any time. The device was not torqued while advancing through the sheath or towards the aneurysm. The handle body was not rotated at any time prior to deployment. There was no unusual force applied during deployment of the device. The product was returned for analysis. One non-sterile iliac limb 13mm x 14cm unit was returned. Per visual analysis, the outer member was separated and accordioned and several kinks were noted. No other anomalies or damages were noted on the device. Per sem analysis the aaa outer member separated section revealed evidence of elongations and the wires separated areas revealed evidence of ductile dimples and plastic deformations. The elongations on the outer member as well as the observed ductile dimples and plastic deformations on the separated areas of the outer member material and wires suggest that a tensile overload event occurred on the affected area prior to separation. Therefore, it is thought that the outer member material was induced to stretching/pulling events that exceeded the outer member material yield strength prior to the separation. No other issues were noted during sem analysis. It was determined that the noted separation appears to be related to the interaction with other unknown devices used during the procedure. A product history record (phr) review of lot 17812096 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿cannula (distal outer member) - cracked¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural factors may have contributed to the event as evidenced by elongations at the outer sheath separation and ductile dimples and plastic deformations noted on the separated wires during analysis. Therefore, it is thought that the outer member material was subjected to stretching/pulling events that exceeded the outer member material yield strength prior to the separation. The reported ¿bifurcate delivery system- withdrawal difficulty¿ was not confirmed through analysis of the returned device due to the nature of the event. The exact cause of the event could not be determined during analysis and procedural images were not provided for review. According to the safety information warnings and precautions in the instructions for use ¿use fluoroscopic guidance to advance the delivery system and to detect kinking or alignment problems with the stent-graft system. Do not use excessive force to advance or withdraw the delivery system when resistance is encountered. If the delivery system kinks during insertion, do not attempt to deploy the stent- graft component. Remove the device and insert a new delivery system.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.